Event description:
It was reported that the right ventricular (rv) lead may have caused a possible perforation with subsequent pericardial effusion. The patient had been experiencing chest discomfort and shortness of breath. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.